Event description:
It was reported that the patient received inappropriate therapy due to noise and oversensing. A partial lead was explanted.

Manufacturer narrative:
A partial lead was returned for evaluation. Examination of the lead revealed an insulation abrasion 22 cm from the connector end. The location of the abrasion is consistent with that of friction to the can. Further analysis revealed that the is-1 proximal metal cable exposure at the location of the abrasion. This would account for the noise and inappropriate therapy reported from the field.